Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are severely discolored (dark grey to black) but still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. As noted in prior complaints, "the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade". A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the technique guide, could result in loading conditions that may lead to breakage. The returned device is over five years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
It was reported that during a tfn implant surgery on (b)(64) 2013, the helical blade inserter broke into two pieces where the head meets the shaft. Both pieces were retrieved. The surgeon used vice grips to unscrew the inserter. The helical blade was already completely inserted when it broke. The surgery was not prolonged and there was no adverse effect to the patient. This is 1 of 1 report for complaint (B)(4).